Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported, that when the healthcare professional used the safe-t-pro uno lancet, the protective cap of the safe-t-pro uno lancet was removed together with the exposed lancet. The healthcare professional was not aware that the protective cap was connected to the exposed lancet. Therefore, they held the protective cap with the exposed lancet in their left hand and supported the patient while testing with their right hand. As a result, both the healthcare professional and the patient were pricked. Blood samples were sent to the infectious diseases department for inspection. The results of both inspection reports are normal.